Manufacturer narrative:
Device passed self test and displacement test. Device display properly. No missing segment or partial display anomaly noted during testing. Device had minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had scratches at the screen and the screen was difficult to read. Customer¿s blood glucose level was unknown. Customer reported that there was major scratches. The customer was advised to discontinued the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.